Event description:
Discordant advia centaur troponin ultra results were obtained on three patient samples. The results were reported to the physician(s). Upon retest the corrected results were reported to the physician(s). There was no report of patient intervention or adverse health consequences due to the discordant troponin ultra results.

Event description:
Discordant advia centaur troponin ultra results were obtained on three patient samples. The results were reported to the physician(s). Upon retest the corrected results were reported to the physician(s). There was no report of patient intervention or adverse health consequences due to the discordant troponin ultra results.

Event description:
Discordant advia centaur troponin ultra results were obtained on three patient samples. The results were reported to the physician(s). Upon retest the corrected results were reported to the physician(s). There was no report of patient intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to a malfunction with solenoid valves #66 and 67 and a broken connector on the wash manifold. The system was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to a malfunction with solenoid valves #66 and 67 and a broken connector on the wash manifold. The system was repaired. The instrument is performing with specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to a malfunction with solenoid valves #66 and 67 and a broken connector on the wash manifold. The system was repaired. The instrument is performing with specifications. No further evaluation of the device is required.